Manufacturer narrative:
Due to character limit in e1 initial reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
Customer called to report an iab optical sensor failure alarm on a cs300. He states the alarm happened at the time of attempting to put a knee brace on the patient. All attempts at regaining the fo signal are unsuccessful. The transduced inner lumen is being utilized as the ap source and the waveform is slightly damped according to customer. We reviewed flushing the inner lumen in standby. Customer is also instructed to unplug the fo connector and leave it unused to avoid the alarm due to a break in the signal. Customer was quite sure the break of signal occurred during the placement of the brace but is helpful in retrieving the information to return the catheter for inspection. He states there is no harm to patient and no interruption of therapy due to this issue.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4,d4 (serial no., exp date),g1 (contact person ¿ mfg site) g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d9. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint record ID no. (B)(4).